Event description:
It was reported that: "whilst moving the patient, the extension line broke at the level of the juncture hub between the tubing and the connector on the central catheter." It was reported there was no negative clinical consequence for the patient. The patient's condition is "fine". The catheter was removed, but not replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed the medial extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The separation point on the extension line was rough and jagged. The total length of the catheter body measured to be 172 mm which is within the specification of 157 mm - 177 mm per product drawing. The outer diameter of the medial lumen measured to be 2.20 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the medial lumen measured to be 1.4732 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and distal lumens were flushed using a water-filled lab inventory syringe. Both lumens flushed as expected. A manual tug test confirmed the proximal and distal extension lines were fully secured within the luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue will be determined by the CAPA investigation. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: "whilst moving the patient, the extension line broke at the level of the juncture hub between the tubing and the connector on the central catheter."it was reported there was no negative clinical consenquence for the patient. The patient's condition is "fine". The catheter was removed, but not replaced.